Manufacturer narrative:
The customer also reported that when the platform was being tested by the biomed, a user advisory (ua) 19 (max applied load exceeded) message displayed. The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. During functional testing, the reported complaint of the platform stopping compressions and displaying a user advisory 19 (max applied load exceeded) could not be reproduced. The autopulse was run for 15 minutes using a test mannequin and an additional 10 minutes using a large resuscitation test fixture with no user advisories or warnings observed. Unrelated to the reported complaint, it was observed that there was no back light on the display screen. Further inspection identified that the processor pca was defective. A review of the platform's archive data was performed and the following user advisories (uas) were observed on the reported event date of (B)(6) 2015: 45 (not at "home" position after power-on/restart) and 20 (position out of range). User advisory 19 (max applied load exceeded) was observed on (B)(6) 2015. Device inspection did not identify any defects or anomalies that may have caused or contributed to the observed user advisories. As no device issues were observed, the probable root cause of the ua 20 and ua 45 codes could have been due to the lifeband straps not being pulled completely out prior to turning the device on and a probable root cause for the ua 19 could not be determined. Based on the investigation, the part identified for replacement was the processor pca board. In summary, the reported complaint of the platform stopping compressions and displaying a ua 19 code was confirmed based on archive review. A root cause however could not be determined. Unrelated to the reported complaint, it was observed that there was no back light on the lcd display. Further inspection identified that the processor pca was defective. Following service, including replacement of the processor pca board, the device passed all test criteria.

Event description:
It was reported that during patient use, the autopulse platform stopped performing compressions. There was no report of the platform displaying any user advisory (ua) messages during the call. Information regarding the patient was not provided. However, no adverse patient sequelae was reported. No further details were provided.